Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing increased lactate dehydrogenase (ldh, low flow and the pump was not sounding normal and changing daily). The patient has been moved up on the transplant list, is currently hospitalized and being treated awaiting transplant. Additional information received from the vad coordinator 30 days later reported patient was experiencing power elevations and requiring increased speed to 10,000 rpms in order to decompress the left ventricle. Patient went into ventricular tachycardia and has been intubated. The pump parameters over the past week are speed at 9,000 rpms. Echo reveals aortic valve opening even with increased speeds.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.